Event description:
The customer's mother reported via phone call that the customer experienced fluctuating blood glucose. The customer's blood glucose was 250 mg/dl and then dropped to 59 mg/dl. The mother also reported the customer's blood glucose reached 600 mg/dl after disconnecting from the insulin pump. Customer treated their blood glucose with a manual injection. The mother also reported the customer has been experiencing low blood glucose for the past four days. The mother reported moisture exposure to the insulin pump as the customer wets the bed. Troubleshooting found the insulin pump passed a self test and a displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.